Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed no delivery at least once a week. The customer stated that she had to change the infusion set three times. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did not exit. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer stated that the insulin did exit during manual prime.